Event description:
Reportedly, due to miscalibration of the system, a pt's lesion in the upper left lung was not shown or shown only as a minor lesion on the system's films, while the same pt's lesion was clearly defined on a conventional x-rayed film.